Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be an issue with the downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a device history record review could not be conducted.

Manufacturer narrative:
UDI and catalog information are unknown. Protocol # premarket (510k) number is unknown. Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient reported a high-pressure alarm on cadd legacy pump (serial: (B)(4) and no disposable alarm, on pump serial (B)(4). There had been a kink in the tubing and that was replaced, but unspecified pump alarm still randomly comes on. Patient changed cassette and was able to use serial (B)(4) to resume infusion. No adverse events reported. Pump serial (B)(4) will be replaced since troubleshooting could not fix high pressure alarm. Patient had intravenous (IV) access changed in may. Event is for one pump and one cassette. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Return tracking information is not available. No additional information is available at this time. Product faulted during patient use. Product issue did not caused or contributed to patient injury. Patient was able to successfully continue infusion with backup pump. Life -sustaining infusion.